Event description:
Boston scientific received information that this right ventricular (rv) lead had pulled back and no capture. This lead was repositioned and the pocket was then closed without complication. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.